Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in threshold with intermittent loss of capture noted. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.